Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. The size of the lesion was 21mm x 12mm x 20mm and it was located in the right lower lobe 0 mm from the diaphragm. The procedure was completed without issues or malfunctions. A post-procedural chest x-ray showed a moderate to large pneumothorax. The pneumothorax did not increase in size because a 14 french chest tube was placed to resolve the pneumothorax. Per the physician, the patient did not have any abnormal lab results. The physician believed the pneumothorax occurred because the lesion was close to the diaphragm. The patient was hospitalized for observation for 1 day, then discharged home. The diagnosis was granuloma.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review cannot be performed because the system logs are not available. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.